Event description:
Caller alleged discrepant inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 5.0, lab inr: 2.8. The time between testing was within less than one hour. Reportedly, multiple drops of blood was added to the strip. Therapeutic range 3.0 - 4.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: customer applied multiple drops. Per user guide, precautions and warning - "apply one hanging drop of blood to test strip well. Never add more blood after testing has begun." This technique error may lead to inaccurate inr result. Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed. Date: (B)(6) 2013, inratio: 5.0, reference: 2.8, mean: 3.9, confidence limits: 2.3 - 5.7. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on reported lot 305773 on (B)(4) 2013 yielded the following results: donor: (B)(6), inratio: 3.2, 3.1, 3.6, reference 3.67, bias threshold: 2.67 - 4.67, %cv: 8.02; donor: (B)(6), 2.2, 2.1, 2.1, 1.90, 1.40 - 2.40, 2.71. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate; corrective action is not required at this time.